Manufacturer narrative:
The device in question was not returned to the MFR for eval because it was disposed of. The catalog/model number and lot/batch number of the device in question is unk. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the the user's experience. No conclusion can be drawn. If further significant info is found, a supplemental report will follow.

Event description:
The hosp reported a pt complication following a stenting procedure to treat an intracranial stenosis in the basilar artery. The procedure was completed in 2006. Being the facility's first case using the stent system, a proctor was present (the device in question was used in this procedure with the stent system). The hosp reported that the procedure was completed as planned. There were no issues using the devices in the procedure. On the 3 mo f/u (approx), the pt was symptomatic due to restenosis of the treated lesion (stenosed basilar artery). The pt was treated with balloon angioplasty and is doing fine. The hosp reported no pt complications, that the pt is ok, and that the procedure was completed with this device.